Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/23/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17613115m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate pump, model #: m-4900-08, serial #: (B)(4); smartablate generator, model #: m-4900-07, serial #: (B)(4); c3 cs refstar - deflectable catheter, model #: d-1285-01-s, lot #: 17486044m. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure for multi-focal premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 65ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters or settings at the time of injury. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure. There were no error messages observed on any biosense webster inc. Equipment during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure for multi-focal premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 65 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.